Event description:
During surgery, the drill bit broke and a piece was left in the patient.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, a previous investigation found the drill of the humeral head using the step drill is done manually and not under power. The surgeon would have a better tactile feel when the distal end of the drill bit contacts the far subchondral wall. The surgeon can view this manual drilling procedure under x-ray and stop drilling at the subchondral wall. The shoulder of the drill bit could break if the drill is bent during the drilling operation. It is unknown if the surgeon used power. The investigation was limited to the information provided, as the lot number required to review the device history records was not provided. A two-year search of the complaint database did not identify a trend. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.